Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. Physical investigation is not possible as device was discarded. The internal investigation shows no indication for a material or manufacturing related issue. The potential root cause could be due to mechanical overload causing the device to break I. E user error . A warning to not overload the device by exerting too much force and never bend back the electrode into shape by user was already included in related IFU. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the operation (1 hour), for reasons that have not been clarified and without the operator noticing it, the distal part of ceramic (inner sheath, for 27040 sd/sl) was broken: at the end of the operation the ceramic was chipped. No parts were found, even after ad hoc control cystoscopy.